Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a significant increase in pacing threshold measurements and a loss of capture. Due to the high pacing thresholds, it was determined by the physician that the pacing lead had failed. The lead was capped and replaced. No patient complications have been reported as a result of this event.